Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that during a case, the lightsource unit experienced an e-3 error and switched off for several seconds on three separate occasions.